Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 8000 c 702 module. It is unknown if the patient's initial calcium result was reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial calcium result was 1.47 mmol/l. The patient's repeat calcium result was 1.96 mmol/l. The customer determined the repeat result was correct. The calcium reagent lot number was 579804 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer found a piece of tissue hanging from the nozzle tip and removed it. He performed system adjustments and checks. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.